Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h1, h6.

Event description:
Device is non-allergan. Record is not reportable.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.